Event description:
Allegedly indication for revision was symptomatic metal bearing.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. (B)(6). This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-00145.